Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad was discovered to be cracked during inspection.

Manufacturer narrative:
Visual inspection of the returned device found that the device was cracked. The device was manufactured on september 28, 2012 and was in the field for approximately three and a half years; however, it is unknown how many times the device was used. This device is used for treatment. According to the packaging insert associated with this product, ¿if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ the insert also states, ¿end of life is normally determined by wear and damage due to use.¿ root cause appears to be wear and tear from use.